Event description:
Status post coronary intervention after the coronary stent balloon and regatta coronary guidewire were removed from the pt, the regatta coronary guidewire was noted to appear abnormal. The coil tip of the regatta guidewire was unraveled from its original coil at the tip of the guidewire and was straightened out but remained attached to the wire body at the proximal end of attachment of the wire body. No adverse outcome reported as of 2007 by performing interventional cardiologist. Diagnosis or reason for use: coronary artery disease.